Event description:
Customer reported an issue with the passport 2 monitor, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Co rep evaluated the unit and verified the problem. Corrections included replacement of the unit's u7 on the cpu board and resetting the gas module serial port. Unit was calibrated and safety tested to factory's specs.